Event description:
During a ptca treatment procedure, the maverick2 monorail 15/1.5mm balloon ruptured within nominal pressure on the initial inflation. The pt was asymtomatic during this event. The lesion being treated was a calcified, 90% stenotic lesion in left anterior descending coronary artery. The maverick2 monorail balloon was removed and replaced with another balloon to successfully completed the procedure. No pt injuries or complications were reported. Pt staus is reported as 'good'.